Event description:
The customer reported that the central nurse's station (cns) app unexpectedly quit to the windows os. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) app unexpectedly quit to the windows os. Per the customer, there was no impact to patient monitoring as there are other cnss connected to this department. The app did not work for about 5 minutes before the staff rebooted the unit. Once rebooted, the unit worked as expected with no other issues. Technical support (ts) requested the log files from the cns from the customer. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report: lot #, expiration date and device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 11/29/2021, a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 2: 11/30/2021, a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 3: 12/06/2021, a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information.

Event description:
The customer reported that the central nurse's station (cns) application unexpectedly shut down and the system went to the windows os. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) application unexpectedly shut down and the system went to the windows os. Rebooting the cns resolved the issue. No patient harm was reported. Investigation summary: the device logs were sent in for analysis. The log analysis was able confirm that the cns switched to the windows operating system for 5 minutes until the unit was rebooted. In addition to the cns logs, logsave files were collected. In the analysis of these files, no abnormality was found in the os or the hardware. As the reboot was not performed normally, dump files were not created and could not be analyzed to find the cause. Further analysis could not be performed as network capture of the 4 cns could not be performed. As such, a root cause cannot be determined. A possible root cause may be related to a temporary spike in pc resource consumption resulting in the application shutdown. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt # 1: 11/29/2021 a phone call was made in an attempt to gather patient and device information, I was transferred to (B)(6) voice mail and a message was left for him to call me back with the patient and device information. Attempt # 2: 11/30/2021 a phone call was made in an attempt to gather patient and device information, I was transferred to (B)(6) voice mail and a message was left for him to call me back with the patient and device information. Attempt # 3 12/06/2021 a phone call was made in an attempt to gather patient and device information, I was transferred to (B)(6) voice mail and a message was left for him to call me back with the patient and device information.